Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the philips intellivue mx-800 with masimo set inside keeps on giving reading in high 90 spo2 range even when the sensor is off the patient in ICU unit. There were no consequences or impact to patient reported.